Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure the rod holding forceps would not hold the rod locked into position. The rod was dropped and surgeon had to use competitor product as only 2 rods were in the loaner set. The procedure was completed.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.